Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was blurry. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: visual inspection of the returned scope shows that the scope is cracked at the weld joint. The returned scope will be sent to scholly fiberoptics for further assessment.